Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The balloon of the returned instrument has been inflated and was deflated in the as-returned state. A small amount of contrast medium residue was observed in the balloon- and inflation lumen. The balloon shows compression marks at the proximal third. Functional testing was performed by successfully inflating the balloon up to 7 atm (np), followed by balloon deflation. Under application of vacuum, the balloon could be fully advanced through the returned introducer sheath with high friction, as the compressed part cased high friction during passing the sheath, whereas a 6f fortress (45 cm) reference introducer sheath could be fully passed. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The passeo-35 balloon was selected for treatment of a stenosis (80 percent stenosis degree) in a mildly tortuous distal fsa. After balloon deflation (even with negative pressure), it was difficult to pass through the sheath for withdrawal and afterwards for re-passing through the same sheath.